Event description:
It was reported on (B)(6) 2016 that the patient had her device disabled for about 1 year and has subsequently requested that her vns therapy system be explanted. The reason the patient wanted the disablement of the device was due to her feeling like the vns did not work for her and she only had a few dosing sessions because she felt her seizures were worse with vns. It was stated that the surgeon's office did contact the neurologist who informed them that the patient had requested the vns to be turned off and has not followed-up for about 1 year. Attempts for additional information have been made but no relevant information has been received to date.